Event description:
Information was received that customer heard voice leak, on a patient with a smiths medical portex tracheostomy vocal aid 8.0mm 15mm connector profile cuff, the tube was replaced. No adverse patient effects were reported.

Manufacturer narrative:
One portex tubes blue line classic was returned for analysis in used condition. Along with product return, three pictures were received for evaluation. The red cap in the inflation line was observed to be missing upon visual inspection. Relevant documents and manufacturing process was reviewed and deemed adequate. Bond inflation line to tube operation was reviewed; no discrepancies were found. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It is thought that the most probable root causes for this event are that the tube was damage after it left the shm facility, the tube was damage in shm during the process, lack of detection by production personnel during the inspection of material, or material was received damaged from the supplier bespak.